Event description:
It was reported that during a left lateral thoracotomy, the stapler, after the closing, doesn't fire. No reported patient consequences. The procedure was completed with a covidien ta device.

Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload loaded. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.